Event description:
The defective blade was a component of a pre-packaged surgical pack. While the blade was being used for the initial puncture/incision, a portion of it broke off inside the surgical wound. Fluoroscopy was required to detect and remove the broken portion of the blade. The description on our internal report is as follows: "the dr. Used the blade on the right knee of the patient - it broke and part was left in the knee. C-arm was called and the piece of blade was retrieved by the dr. Fluoroscopy was performed - no foreign objects were observed on final x-ray per dr."